Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Customer reported that the hospital is having an issue with the ss ii. The "in pocket" sheath was a shorty (10 cm), and the "on the sterile field" was the longer 23 or 25cm version. Same patient. We opened three total sheaths for the case, but only used two physically in the patient. The third sheath was opened, we never used on the patient. Reported lot numbers are: dp20547 & dp20522. It is unknown which video belongs to the two lot numbers reported. Dp20547 (23 cm) will be processed under (B)(4). Dp20522 (13 cm) will be processed under (B)(4) .

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h6 & h11. No product was provided for analysis. Attempts were made to obtain the device location. Procedure completed successfully. There was no adverse event with the patient. As per the event description, the "in pocket" sheath was a shorty (10 cm), and the "on the sterile field" was the longer 23 or 25cm version. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.